Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4): device will not be returned.

Event description:
Reporter stated that customer received the following results on two different meters within 10 minutes: 360 mg/dl, 253 mg/dl and 165 mg/dl (mobile system) and 156 mg/dl (compact plus system) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.